Event description:
Healthcare professional reported "fourte needle plastic tube connector broke during expander inflation with saline water. It happened during the 4th saline syringe infiltration" against a fourte¿ device.

Manufacturer narrative:
Continued d.4 lot number: fs0084. Continued e1 (facility name): (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reporting: fourte needle plastic tube connector broke during expander inflation with saline water. It happened during the 4th saline syringe infiltration.

Manufacturer narrative:
Photo analysis completion: one fourte expander fill system was observed. The protective enclosure tube was removed and not visible. The tubing base of the tube was observed to be separated from the needle hub. A clear view of the o ring was not visible. No additional damage could be observed. The probable cause for the separated tube is unknown as the sample was not returned and a proper visual inspection of the device could not be performed. The complainant reported use of the device, therefore, handling cannot be ruled out. If the sample is ever returned, a proper visual evaluation of the sample can be performed. Conclusion: the event code of intraoperative breakage is confirmed since the tubing base of the tube was observed to be separated from the needle hub. The probable cause for the separated tube is unknown as the sample was not returned and a proper visual inspection of the device could not be performed. The complainant reported use of the device, therefore, handling cannot be ruled out. If the sample is ever returned, a proper visual evaluation of the sample can be performed. Additional, changed, and/or corrected data: h6.

Event description:
Healthcare professional reported "fourte needle plastic tube connector broke during expander inflation with saline water. It happened during the 4th saline syringe infiltration" against a fourte¿ device.